Event description:
It was reported that a patient experienced a moderate case of hypomania. The investigator deemed that the patient's symptom were probably related to the stimulation. As a result, the patient was hospitalized and treated with medication. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: 20930209. Product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: 20930209.

Event description:
It was reported that a patient experienced a moderate case of hypomania. The investigator deemed that the patient's symptom was probably related to the stimulation. As a result, the patient was hospitalized and treated with medication.

Event description:
It was reported that a patient experienced a moderate case of hypomania. The patient's symptoms included concentration and awareness disorders with racing thoughts, logorrheic speech, and trouble falling and staying asleep. The investigator deemed that the patient's symptom were probably related to the stimulation. As a result, the patient was hospitalized and treated with medication.

Manufacturer narrative:
Additional information updated in block b5.

Event description:
It was reported that a patient experienced a moderate case of hypomania. The patient's symptoms included concentration and awareness disorders with racing thoughts, logorrheic speech, and trouble falling and staying asleep. The investigator deemed that the patient's symptom were probably related to the stimulation. As a result, the patient was hospitalized and treated with medication.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in feb 2018.